Manufacturer narrative:
No further information regarding the event was provided by the customer. The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The referenced device was returned for evaluation and the customer¿s reported problem was confirmed, the eyepiece cover is cracked. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the "ultra" rigid telescope has a ¿crack on the black plastic on the coupling point¿. The nurse at the user facility further reported it is unknown when the problem occurred. The scope was last used in a therapeutic gynecological procedure but a second camera was also opened for the same procedure. The procedure was completed with no delay and no harm or impact to the patient. After cleaning, disinfection and sterilization, the scope was left with a repair request tag with all black on the screen.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 return date (inadvertently left off the initial report). Based on the results of the investigation, it is likely that the eyepiece cracked due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.